Manufacturer narrative:
(B)(4).

Event description:
According to the reporter: at 6 weeks post-operatively, the pt experienced blistering along the suture line, resulting in the suture splitting and dehiscence of the wound. Large portion of the product extruding from the wound.